Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator failed to switch to the internal battery. The power board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's power board was replaced to address an issue related to switch to the internal battery. The device was not returned to the customer after replacement of the component. During final testing at the manufacturer's service center, an issue was observed related to the device's ability to achieve a set pressure. No components were replaced. Evaluation conclusion = device has been evaluated but not repaired. The device was scrapped.